Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to unknown complications.

Manufacturer narrative:
Upon reassessment of the reported event it was determined that this component was not involved. The initial report should be voided.